Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00271, 1627487-2020-00272, 1627487-2020-00273. It was reported that the patient had fallen and had ineffective therapy. The patient had all four of their drg leads explanted and replaced on (B)(6) 2019. Therapy was restored.